Event description:
It was reported that the left ventricular (lv) lead exhibited high pacing thresholds and impedances, and was possibly fractured. It was also reported that the patient experienced phrenic nerve stimulation. The physician attempted to implant a new lead in a different coronary sinus branch, but was unsuccessful due to the patient's anatomy. The physician elected to place the previously implanted lead in the new branch, and was able to do so successfully. The lead remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).